Event description:
The customer was hospitalized due to low blood glucose levels. The customer was unconscious and received care by the paramedics at home prior to the hospitalization. Troubleshooting revealed that the customer had changed some of the settings on the insulin pump prior to being hospitalized.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.